Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; it failed prime or seating test. No unexpected dim screens or back light anomalies were noted during testing. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected insulin flow blocked, no delivery, occlusion alarms were noted during testing. Finally no unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review, there are traces of previous moisture presence on both electrical board 1 and electrical board 2. Plus there are traces of insulin on the motor slide. The motor was tested outside the device, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were less responsive. The customer stated insulin pump had random no delivery alarms, backlight was dimmer, battery did not last 7 days, did not rewind all the way one time. The insulin pump will not be returned for analysis.